Manufacturer narrative:
Evaluation summary: the reported charge timeout condition was not confirmed. The device was fully functional throughout the analysis including nominal system current drain. The device functioned nominally with regards to pacing output, lead impedance, regulated supplies, and reference voltages. The device passed diagnostic system testing which included fault grade, interconnect, and random access memory tests. It also passed additional testing of the external sram. The printed circuit board edges of the stacked chip scale package (scsp) were inspected with an optical microscope, and no copper anomalies or foreign material were observed. The analysis was terminated since the reported charge timeout failure was not confirmed. No hybrid anomalies were found, and the device met its projected service longevity.

Event description:
It was reported that there were long charge times along with charge circuit timeout, and that the device reached eos (end of service) in less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652, lead, implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Evaluation summary continued: further analysis was performed on the battery cell. High battery impedance was noted. Examination of the anode showed more discharge along the edges. This suggests the battery saw a higher device drain rate, which would increase the discharge of the lithium along the edges and in the turns, as seen in this battery.